Event description:
Additional information was received that per the physician; the delivery catheter system (dcs) did not contribute to the valve dislodgement. Per the physician, the depth of the implant in the fibrotic tissue contributed to the dislodgement. It was reported that the valve dislodged into the aortic arch.

Manufacturer narrative:
Updated b.5 and section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following the implant of this 26mm transcatheter aortic bioprosthetic valve (tav), upon full deployment the valve dislodged. Subsequently, a non-medtronic valve (manufacturer unknown) was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10; other medical products in use during the event include: brand name: evolut fx dcs; medtronic product ID: d-evolutfx-2329, (lot: unknown); product type: 0195-heart valves; implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: product ID: d-evolutfx-2329 ; serial/lot: unknown; UDI: unknown ; manufactured date: na; use by date: na; implant date: na; FDA site ID: p1041. Image review: a field team pre-implant case report was provided but included limited measurements and images. The annulus perimeter and perimeter-derived diameter were measured at 72.3 mm and 23.0 mm, respectively, suggesting a borderline size between a 26 mm and 29 mm evolut. The left ventricular outflow tract (lvot) perimeter and perimeter-derived diameter were 66.3 mm and 21.1 mm. Sinus of valsalva (sov) diameters were not provided. A possible bicuspid valve was reported, though no image was included. Left ventricular hypertrophy is noted, with the interventricular septum measuring 23.6 mm in width. Aortic root angulation is approximately 51°. Pre-implant computed tomography (CT) imaging provided from 11/7/2025. The aortic valve is trileaflet with heavy calcification on the right coronary cusp (rcc) and non-coronary cusp (ncc), which may have contributed to the dislodgement of the evolut transcatheter aortic valve (tav). The annulus perimeter measures 65.5 mm, with a perimeter-derived diameter of 20.9 mm, suggesting a 26 mm evolut valve. Aortic root angulation is 47°. A series of intraprocedural fluoroscopic images were submitted for evaluation. Initial angiography demonstrated preexisting aortic r egurgitation in conjunction with aortic stenosis. Inspection of the valve load under fluoroscopy confirmed appropriate loading. A pre-balloon aortic valvuloplasty was performed prior to valve implantation . Evidence indicates that a single valve deployment occurre d prior to release, with assessment performed in a shallow lao view only. The estimated valve depth is approximately 2¿3 mm at both the non-coronary and left coronary cusps. During final valve release, fluoroscopic imaging suggests spontaneous migration of the valve to a supra-annular position. Additionally, during removal of the delivery catheter, interaction between the nose cone and the bioprosthesis inflow appears to have caused further displacement of the valve into the ascending aorta, resulting in significant aortic regurgitation on subsequent angiography. There is no evidence to suggest that a snare was utilized to secure the valve, and a non-medtronic valve was subsequently implanted. During removal of the delivery catheter system for the non-medtronic valve, further valve displacement occurred reaching the great vessels; however, aortography did not reveal any overt signs of aortic injury. For reasons that remain unclear, an aortic stent graft was deployed, and the final aortogram demonstrated a possible aortic dissection near the inflow region of the dislodged valve. Post-implant CT imaging provided from 12/16/2025. Image quality is suboptimal. The evolut transcatheter aortic valve (tav) is seen in the ascending aorta, approximately 50 mm from the sapien inflow (basal plane). There is a possible dissection versus artifact in the ascending aorta near the evolut frame at the inflow. A stent graft is visualized in the aortic arch extending into the proximal descending aorta. Aortic root angulation is 45°. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve dislodged to the aortic arch. It was unsure if a dissection occurred however the valve was not anchored to anything and was moving. It was determined that the struts could cause a dissection so a stent was placed through the valve, above and below.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.